Manufacturer narrative:
The hill-rom technician found the nurse call cable missing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the nurse call cable with a hospital owned cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call cable was missing from the bed. The bed was located at th account in (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).